Event description:
It was reported that the end user forgot to connect the secondary tubing before walking away from beside (resulting in infusion of primary fluid instead/non-infusion of secondary bag). The customer is requesting a device product enhancement to add an ¿alarm to alert the nurse if the secondary tubing is not connected when programming a secondary.¿ there was patient involvement but unknown impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established.

Event description:
It was reported that the end user forgot to connect the secondary tubing before walking away from beside (resulting in infusion of primary fluid instead/non-infusion of secondary bag). The customer is requesting a device product enhancement to add an ¿alarm to alert the nurse if the secondary tubing is not connected when programming a secondary.¿ there was patient involvement but unknown impact.

Manufacturer narrative:
Additional information: manufacturer narrative the actual date of event is unknown. Root cause: the root cause for the reported issue of a use error ¿ user forgot to connect secondary tubing was reportedly attributed to user programming; however, it could not be confirmed as reported without having the pcu event log for analysis. No products or device logs were returned for investigation.

Event description:
It was reported that the end user forgot to connect the secondary tubing before walking away from beside (resulting in infusion of primary fluid instead/non-infusion of secondary bag). The customer is requesting a device product enhancement to add an ¿alarm to alert the nurse if the secondary tubing is not connected when programming a secondary.¿ there was patient involvement but unknown impact.